Manufacturer narrative:
Field event of ¿failure to capture¿ was not confirmed. The device was received from the field with battery voltage above elective replacement level. Visual inspection found no anomaly on the header. Longevity assessment, electrical and mechanical analysis performed indicated the device was in normal range of operation with appropriate remaining longevity. No other anomalies were seen.

Event description:
Related manufacturer reference number: 2017865-2023-73138. It was reported the patient was presented at a clinic for a scheduled follow up. Interrogation of the pacemaker revealed the right atrial (ra) lead had over-paced and intermittently under sensed. The physician elected to reposition and reconnect the ra lead to the existing pacemaker on 7 nov 2023. During the procedure, the pacemaker was found to exhibit unexpected waveforms due to an inappropriate low voltage output while reconnecting the ra lead. Several attempts were made to resolve the ECG anomaly but was unsuccessful. The pacemaker was explanted and replaced on 7 nov 2023. The newly implanted pacemaker and reconnected leads were in satisfactory condition. The patient was in stable condition throughout.